Manufacturer narrative:
The product will be returned for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the micrusphere 10 cerecyte microcoil (csp10030030/c18595) was connected with the generator (an old generator), but the coil wound not detach. They changed battery and cable without success, and this was the first coil of the procedure. The anatomy was normal, and no difficulty for access was reported. The device was changed to another competitor product without consequences to the patient. No vessel code information was provided. The cable and dcb are not going to be return for analyses, and pre-deployment electrical check was performed prior to inserting in the patient. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional force was used to further advance the coil system through the microcatheter. No attempts were made to detach the coil manually. Other coils were used with the same microcatheter, and after removal from the patient, the coil remain attached to the delivery system. The vessel had normal anatomy, and no further information was available. The devices were not returned for analysis. A review of the manufacturing documentation associated with this lot c18595 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No lot number was provided for the cable, therefore no DHR could be conducted. Based on the available information and without the return of the devices for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the micrusphere 10 cerecyte microcoil (csp10030030/c18595) was connected with the generator (an old generator), but the coil would not detach. They changed battery and cable without success, and this was the first coil of the procedure. The anatomy was normal, and no difficulty for access was reported. The device was changed to another competitor product without consequences to the patient. No vessel code information was provided.